Event description:
Bilateral patient litigation papers allege: patient had large amounts of toxic cobalt-chromium metal ions and particles released into blood and tissue and bone surrounding the implants; patient suffered from pain around the hip joint, difficulty walking, a clicking, muscle and bone separation and swelling; large pseudo-tumor in left hip; severe pain and discomfort and inflammation in both thighs and hip areas; extreme discomfort when sitting for periods of time.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. The patient was revised on both sides because of pain and corrosion. Records are available for further review.

Manufacturer narrative:
No device associated with this report was received for examination. X-rays were obtained and reviewed by a depuy legal nurse. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear. Doi: (B)(6)2005 - dor: (B)(6)2011 (right hip)

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metallosis. Doi: (B)(6) 2005; dor: (B)(6) 2011; (right hip).